Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right ventricular (rv) lead noise. It was noted there was no noise on the episode labeled to have noise. The lead remains in use. No patient complications have been reported as a result of this event.